Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited intermittent capture and failure to sense. On (B)(6) 2017, the lead was capped and replaced with no adverse consequences. The patient was stable before, during and following the procedure.